Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal on the plunger assembly and bottom case removed. The lower front left corner was found broken. There was a crack on top case by the tube holders, the right plunger case and the battery door. A review of the event history log found evidence of motor rate error in the history. Functional testing using the occlusion test was performed and during testing, motor rate error was duplicated. The root cause of the problem was a combination of worn and dirty motor assembly, blue worm gear, leadscrew and clutch halves. This wear was considered normal wear as the pump was over 7 years old. To resolve the problem, worm coupling, motor bracket, worm gear, leadscrew and clutches were replaced. The damaged top case, right plunger case and battery door were also replaced. The root cause of the damage was user related.

Event description:
It was reported that the pump displayed motor rate error and had case damage. No additional information available. No patient injury was reported.